Event description:
Procedure type: sigmoid resection. According to the reporter: the transection did make a complete cut of the anastomosis and upon removing the device the tissue was torn. Surgeon resected that portion of tissue and re-anastomosed with a new instrument. Surgery was extended by one hour.

Manufacturer narrative:
.